Event description:
It was reported to anchor products that the retrieval bag broke during a surgical procedure, appearing to break near the seam as the specimen was being pulled through the trocar site.

Manufacturer narrative:
This event remains under investigation.